Event description:
It was reported that leakage was observed at the infusion site located on the right hip following a recent supply change, resulting in elevated glucose readings overnight approaching 300 mg/dl. The elevated blood glucose level was managed by 20 units of insulin via multiple daily injection. The patient changed the infusion set and site. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.